Manufacturer narrative:
Patient weight not available from the site. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system was unable to track a curved suction following verification. It was noted that the suction initially could not be verified along with a straight suction. However, the site could not verify the suction. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Unique device identification(UDI) and manufacture date provided.